Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture via MRI. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on anterior side assessed as surgical damage and missing piece of shell assessed as inconclusive. Additional observations: observed wear abrasion on the device. Observed creases on the device. Brown particles observed on the surface of the shell.

Event description:
Device has been explanted and replaced.